Event description:
Healthcare professional reported, a left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Additional observations: observed, stress marks on the device. Observed, wear abrasion on the device. Observed, creases on the device. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.